Manufacturer narrative:
The loaner autopulse platform (sn (B)(4)) was returned from the customer for service. During service on 11/11/2020, the returned loaner autopulse platform failed the load cell characterization check. The root cause was due to a defective load cell. The damaged covers and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, noticed damaged top cover and front enclosure, likely caused by mishandling such as a drop. The damaged top cover and front enclosure were replaced to address the observed physical damage. The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization check during further testing. The root cause was due to a defective load cell. The load cell was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2020, during device evaluation, the autopulse platform (sn (B)(4)) failed the load cell characterization check during functional testing. No patient involvement.